Event description:
Rep noticed o ring in the c-taper head trial 36mm + 5 ((B)(4)) was missing. No further info will be provided.

Manufacturer narrative:
Eval of the device cannot be performed as the device was discarded and was not returned to the MFR. The lot code for the reported device was not provided. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.